Event description:
The account generated a false positive axsym toxo igg result on a patient who repeated negative. The patient's previous history was toxo negative. The positive axsym toxo igg result was not reported outside of the laboratory. No impact to patient management was reported. Data provided: first run = axsym toxo igg positive (6.4 iu/ml) second run = axsym toxo igg negative (1.8 iu/ml) third run = axsym toxo igg negative (1.7 iu/ml) patient previous toxo history = negative.

Manufacturer narrative:
Evaluation results other code: retained kit testing of the reagent lots met all specifications.no returns were received for this investigation.retained samples (stored at abbott laboratories) of axsym toxo igg reagent, list number 9k08-20, lot number 74459hn00 were tested with axsym toxo igg calibrators, controls and a panel used for the determination of specificity of this assay. No erratic result was obtained. There was no indication that the axsym toxo igg reagents, list number 9k08-20, lot number 74459hn00 displayed an unusual performance.as part of this investigation the investigation team reviewed the complaint and manufacturing records for axsym toxo igg, list number 9k08-20, lot numbers 74459hn00 and associated sub lots. This review did not identify any problems relating to the customer's observation.based on this investigation, it is determined that axsym toxo igg, list number 9k08-20, lot numbers 74459hn00, identified in this complaint, are currently meeting its safety, effectiveness and label claims. Since customer returns were not available and the axsym toxo igg reagent lot 74459hn00 showed normal performance, the cause of the customer observation remains unclear.in the abbott axsym system operations manual volume 2, section 10, under observed problem "results erratic, discrepant, and/or experiencing imprecision" probable causes and corrective actions are listed.this is a final report.

Manufacturer narrative:
Evaluation: investigation in process. This report is being filed on an international product, axsym toxo igg, that has a similar us product distributed in the us, axsym toxo igg. An investigation is in process. A final report will be submitted when the investigation is complete.